Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined that the cause of the reported issue was an electrically shorted capacitor, designator c539.  This resulted in no defibrillation output and the "abnormal energy delivery" message.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio then replaced the therapy pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not pass the self test and had a service indicator present. It was also reported that the device gave an "abnormal energy delivery" message when attempting to shock, indicating that the device may not be delivering adequate defibrillation. There was no patient use associated with the reported event.